Event description:
Customer reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the replacement of the malfunctioning pump, and informed customer that they would receive a pump with updated software. Customer was advised of necessary steps for returning the problematic pump and actions to take upon receiving the replacement. No backup therapy was available, prompting customer to contact healthcare provider.